Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Due to the occlusion alarms the customer changed their infusion set site. The customer's blood glucose (bg) level ranged between 250-300mg/dl and a correction bolus was delivered via the pump. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.